Event description:
A surgeon reports that following intraocular lens implant surgery, a patient complained of seeing a horizontal line in his vision. Upon examination, the surgeon did not see crack or scratch on the lens, but she did notice a fold in the capsule. A yag was performed. Following the yag, the patient began to see starbursts when looking a point source or light such as car headlights. The surgeon is taking a wait and see approach in hopes that the current symptoms will diminish over time.